Event description:
As reported to coloplast, a patient experienced pain.

Manufacturer narrative:
Two malleable rods were received for evaluation. Because coloplast's examination of the returned components may not conclusively confirm or disprove the report of pain, qa did perform a microscopic examination. Based on the information received qa accepts the physician's observations of such as the reason for surgical intervention.

Event description:
As reported to coloplast, a patient experienced pain.

Manufacturer narrative:
Device awaiting evaluation. Results will be provided in a follow-up report.